Event description:
A consumer called for medical information and reported an adverse event of blockage to an unknown artery. The patient was initially treated with the implant of three cypher stents to the rcl and lad due to a myocardial infarction. The patient's medical history is significant for post traumatic stress disorder, myocardial infarction, prostate cancer treated with radiation and resulting "burnt" rectum from radiation. The following year, the patient experienced chest pain and eventually had an unsuccessful attempt at angioplasty. According to the patient, the procedure could not be performed because the vein collapsed. The following day the patient had angiography "through his belly" and was diagnosed with a blockage to an unknown artery. Medical management was chosen as treatment for the event.

Manufacturer narrative:
The sterile lot numbers for the stents are unknown therefore, a device history report review could not be conducted. Coronary artery restenosis is a known potential adverse event associated with implanting coronary artery stents. Because it is our intent ion to report conservatively this event has been coded as restenosis. With the limited available information, it is not possible to determine what factors may have contributed to the event.